Event description:
It was reported that the inflatable penile prosthesis cylinder strength was weak. Saline was added to the reservoir and no components were removed or replaced. No patient complications were reported.